Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up that the noted issues were due to electrocautery during a sternal wire revision. The implantable cardioverter defibrillator (ICD) remains in use.